Event description:
Mandibular distraction. Device implanted in 2007. The next month, doctor noticed activation of the drive screw was not advancing bone segments. Revision surgery six days later, discovered the housing of the lactosorb foot plate had broken along the length of the internal threads of the proximal plate, where the housing blends into the flat portion of the plate.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur. IFU indicates the device can break, bend or be damaged as a result of stress, activity, and load bearing. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Advised user facility of medwatch filing.